Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports receiving two false negative results on themselves and one false negative result for their mother when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative results for the customer. See (B)(4) for alternate false negative results. Customer reports receiving two false negative results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 26643j, reader sn (B)(4). On (B)(6) 2022, customer tested positive with a confirmatory pcr at kaiser. Customer had symptoms, but no known exposure. All tests were stored in appropriate temperature range.

Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.